Event description:
As reported via the excellent study (cnv_2017_02), a 66-year-old female (subject 01037-112) with a history of ischemic stroke ((B)(6) 2022), hyperlipidemia, and active smoking presented with a witnessed stroke on (B)(6) 2023 at 10:15. The patient was then presented to the treating hospital on (B)(6) 2023 at 11:11, where CT imaging confirmed an ischemic stroke. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The suspected origin of the embolism was ¿cardioembolic¿. The patient¿s baseline nihss score was 15. The modified rankin scale assessment score was ¿4-moderately severe disability. Unable to walk without assistance and unable to attend to own bodily needs without assistance¿. On (B)(6) 2023, the patient underwent an endovascular mechanical thrombectomy using an embotrap iii 5 mm x 22 mm (et307522/22h137av) for an occlusion at the m2 segment of the right middle cerebral artery (mca). The pre-pass mtici score was 0. The 1st pass was done using the embotrap iii device (seven-minute incubation time), which resulted in a mtici score of 0, with no clot retrieval. The 2nd and 3rd pass were made using a different device, a trevo 4mm x 18mm stent retriever device, due to ¿persistent clot¿, and resulted in a final mtici score of 2b, with no clot retrieval. During the procedure, a guidewire was used, but the brand was not specified. A 0.021 trevo microcatheter, a 0.055 sofia intermediate catheter, and a flowgate2 balloon guide were also used. There were no reported intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss assessment score was 23. On (B)(6) 2023, the day after the procedure, the patient experienced the event of ¿focal subarachnoid hemorrhage¿. The pi assessed this event as mild in severity, not serious, and was probably related to the embotrap iii study device, not related to the large bore catheter, and probably related to the primary surgical procedure. The event did not require a medical/surgical intervention. The event is reported as ¿recovered/resolved¿ with an end date of (B)(6) 2023. The patient was discharged to a rehabilitation center on (B)(6) 2023 with an nihss score of 18 and a mrs score of ¿5-severe disability. Bedridden, incontinent, and requiring constant nursing care and attention¿.

Manufacturer narrative:
Product complaint # (B)(4). Section a1. 1. Patient identifier: cnv_2017_02: 01037-112. The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with lot 22h137av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Subarachnoid hemorrhage is a well-known potential complication associated with the use of the embotrap iii device and is listed as such in the instructions for use (IFU). There were no reported quality issues/malfunctions related to the embotrap iii device, as the device performed as intended. The discontinuation of the device used was made at the discretion of the treating physician, as the embotrap iii is designed to withstand up to three passes. Per the principal investigator¿s assessment, the adverse event of ¿focal subarachnoid hemorrhage¿ was probably related to the use of the study device and to the primary surgical procedure. Additionally, the severity of the event is unknown, although it was recorded that the patient¿s post-operative neurological function (as reflected by the nihss and mrs assessments) had worsened when compared to their baseline assessments. Therefore, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury¿, with an awareness date of 26-sep-2023. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.